Manufacturer narrative:
B5 updated with additional/clarified information received. ***MDR decision corrected to not reportable. There is no history of coil resistance/stuck in sheath or sheath stuck in dispenser leading to death or serious injury and these events are not likely to cause death or serious injury. No additional supplemental reports are required unless additional information received indicates a reportable event.*** medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the doctor was familiar with concerto coils and had used them before. The device was prepared per the instructions for use (IFU). It was clarified that the coil could not be pushed out of the white protective sheath despite 8-10 attempts. Therefore the coil was replaced to continue the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the coil did not pass through the coating. It was not separated from the white sword. No patient symptoms or further complications were reported as a result of this event. The patient is alive with no injury. There were no abnormalities reported in relation to anatomy.

Event description:
Additional information received reported that they used the device better than the teacher coil following the operating instructions, following the white case separately. They tried between 8-10 times. In order not to wait for the patient, the other coil was used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.